Event description:
It was reported that the patient passed away on (B)(6) 2022. The patient's heartmate ii exchange was complicated by right ventricular failure, septic shock, and placement of a temporary right ventricular assist device (rvad). The patient also required mechanical ventilation. Related MFR: 2916596-2022-13941.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 25oct2021. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure, sepsis, and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ describes that right heart failure can occur post-implant and provides strategies for treating patients who experience right heart failure. No further information was provided. The manufacturer is closing the file on this event.